Event description:
It was reported that the insulin pump gave an error alarm. Troubleshooting was performed, and the insulin pump didn't pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Constant motor error alarm noted during rewind due to broken motor encoder wheel. Unable to confirm motor alarm due to constant motor error alarm. Missing end cap sticker noted during visual inspection.